Manufacturer narrative:
Device available for evaluation - yes, returned to manufacturer - 1/20/2016. The pcb00 unit was returned to the manufacturer for evaluation which included the plunger, cartridge and half a lens. Scarce amounts of viscoelastic solution were observed on cartridge which indicated that the unit was handled and prepared for surgical use. Stress marks were also observed on cartridge tip. The plunger and pushrod were advanced in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. Surface residuals (particles, fibers and ovd residues) were observed on the piece of lens returned which indicated that the unit was handled and prepared for surgical use. Also, no damaged was observed to the haptic. The other part of the lens was observed caught inside the cartridge. Due to this condition, it is not possible to determine if the haptic is broken. Therefore, the device code for haptic damaged (as broken haptic) could not be verified. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. No deviation or non-conformance (ncr) related to the complaint was generated. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during an insertion of an intraocular lens using tecnis insertion system, model pcb00, the haptic broke. The surgeon had to perform an incision enlargement to remove the lens. No other information was provided.